Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse checked aspirate and dispense on wash block. The cse checked for bleach in the system. The cse performed dispense test on the reagent and ancillary probes. The cse checked alignments on reagent and sample probes, checked dark counts with and without cuvettes and adjusted sample probe alignment on the track. The cause of the discordant, falsely elevated folate result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated folate result was obtained on a patient sample on advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated folate result.

Manufacturer narrative:
The initial MDR 2432235-2017-00032 was filed on january 6, 2017. Additional information (02/07/2017): a new folate kit was sent to the customer. The customer calibrated the new folate kit and calibration passed and quality controls were within range.